Event description:
It was reported that during the last check of the device, it was seen that 8 electrode channels had hi impedance. The device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.